Manufacturer narrative:
The hospital biomedical department reported that they evaluated the device and observed no ECG displayed on the device's monitor screen while monitoring a pt simulator I paddles lead with both the device's therapy cable and standard paddles. The facility declined an offer of service from physio-control and purchased a therapy connector repair kit to replace the device's therapy connector. The facility has not yet responded to a request by physio-control to evaluate the replaced therapy connector.

Event description:
Paramedics responded to a person, condition unk. The device was connected to the pt with disposable defibrillation/ECG electrodes but, according to the reporter, the device displayed dashed lines in paddles lead. The reporter said the medics held the therapy cable into the therapy connector by hand to observe the pt's ECG, complete the code and transport the pt to the hospital. The reporter indicated there were no adverse effects to the pt as a result of the device use.